Event description:
It was reported that the cine drive was intermittently failing. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive needs to be replaced. The customer canceled the service call.